Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that the (B)(4) device was returned in good visual condition, with a (B)(4) reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the cartridge used during the procedure was not received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a tubal ligation procedure only three staples came out when the device was fired. The device did not produce a complete staple line. Bleeding occurred and was controlled by cautery. No blood transfusion was given. The device was reloaded two times and the case was completed. There was no patient consequence. (B)(6).